Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A review of the device history record was performed on this lot; no anomalies were noted. A search of the complaint database revealed one additional complaint was reported for the same lot (same customer for the same failure mode). The august 2007 15-month sensation snare product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corp that a colonoscopy procedure using a sensation short throw snare was performed (male patient, age and weight unknown). According to the complainant, the wire loop of the snare "broke" but did not detach. Reportedly, the physician used a second sensation short throw snare to successfully complete the procedure. At the conclusion of this procedure, the patient's condition was reported as "fine."